Event description:
Customer alleged that while learning how the chair operates he hit the side of a fence. The chair went a little bit and then the power shut down. He forgot to put on the seat positioning strap and he fell forward and skinned his knees.